Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The nozzle was clogged with black foreign matter. The water supply was hindered by the foreign matter, and the amount of water supply was reduced, causing the water to drip around the insertion part. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during an upper endoscopy procedure, the water was sent and wrapped around the insertion tube (normally, the water was sent straight to the lens) on the gastrointestinal videoscope. Also, if air was supplied after the water, residual water remained on the lens (the amount of air supply was weak). The intended procedure was completed with the same scope with a surgical delay. The exact amount of delay was unknown. No anesthesia was used. No patient injury reported. The device had been inspected prior to use. The device had the same previous issue and was returned with no abnormality found and no repair performed. During the evaluation of the device, it was noted the nozzle was clogged with black foreign matter due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the nozzle was clogged with black foreign matter due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the nozzle being clogged with foreign matter, which blocked the water supply. Fluorine and silicon were detected when the foreign matter clogged inside the nozzle was subjected to component analysis. Olympus will continue to monitor field performance for this device.